Manufacturer narrative:
The calcium reagent lot number was 850567. The reagent expiration date was requested, but not provided. Calibration and controls were acceptable. A review of the alarm trace did not show any relevant alarms. The field service engineer determined there was an issue with the reagent pack. The pack had already been replaced by the customer prior to repeating the samples. The engineer performed a check of the instrument and ran mechanism checks. Calibration, controls, and precision studies had valid results. The investigation determined the issue was resolved after the customer and service actions.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with calcium gen.2 on a cobas 6000 c (501) module. The customer questioned the initial results, then replaced the reagent pack and repeated the samples. The repeat results were deemed correct. The first sample initially resulted in a calcium value of 5.3 mg/dl and it repeated as 9.5 mg/dl. The second sample initially resulted in a calcium value of 4.8 mg/dl and it repeated as 9.2 mg/dl.